Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being broken was confirmed. An assessment was performed on the device which found that the device was rough running and getting warmer than usual. It was further noted that the internal components were excessively corroded, and the screw set was worn. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing it was observed that the attachment device was broken. During in-house engineering evaluation it was found that the device was rough running and getting warmer than usual. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.